Manufacturer narrative:
The device was received partially deployed. The formed needle was observe protruding past the needle well. No alarms, timeouts, nor drive stalls were observed in the data. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed. The incorrect installation of the hard cannula resulted in the needle's failure to retract. The device was inspected for damages that would cause an infection, and none were observed. The cause of this event could not be determined. Excess material was observed on the slide retract. This damage was caused by the improper installation of the hard cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn less than 1 hour. The patient stated that the site was infected and was the size of a grapefruit, but only consulted with a doctor over the phone. The patient applied a over the counter antibiotic cream onto the site for around 2 weeks. The pod was worn for about 40 hours.